Manufacturer narrative:
Based on the results of the investigation, the root cause of the adhesive peeling around the bending tube, resulting in the reportable malfunction, could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was found that the connection between the bronchofibervideoscope's bending section and distal end is detached, due to the adhesive peeling around the bending tube. There was no patient involved.